Event description:
It was reported that the user remained connected to the ilet infusion set during a walk and later received education to disconnect up to 30 minutes before exercise and reconnect afterward. User had a blood glucose of 107 mg/dl with a downward trend consistent with an urgent low soon and glucose falling quickly notification, with instructions to treat if blood glucose dropped below 70 mg/dl. No symptoms reported. Outcomes included no reported injury, no loss of device function, and user self-monitoring with education provided. Investigation included a review of the event by customer support with user troubleshooting and education. Investigation of this case revealed use-related behavior during exercise and no confirmed device malfunction. It was concluded that the device performed as designed and that the event was attributable to user management during physical activity.